Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The procedure was completed with another wolverine coronary cutting balloon. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The procedure was completed with another wolverine coronary cutting balloon. There were no patient complications reported. It was further reported that the balloon ruptured upon second inflation at 8atm.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages found with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no issues. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and the balloon was inflated. The device held pressure and deflated without issues. The encore device was verified before and after use using the druck gauge to rbp 12 atmospheres as per IFU.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The procedure was completed with another wolverine coronary cutting balloon. There were no patient complications reported. It was further reported that the balloon ruptured upon second inflation at 8atm.